Manufacturer narrative:
A g7 bonemaster ltd acet shell, was returned and evaluated against the complaint. Visual inspection found the shell to be in good overall condition. No damage was observed on the inner radius or locking groove. The threads are also free of any damage or foreign debris. The shell was assembled and disassemble with the inserter 3 times. No seizing or locking was experienced. The shell was able to be fully seated during each attempt. The face of the inserter is sits flush with the surface of the shell when fully seated. A review of the device history records identified no deviations or anomalies during manufacturing for the shell. Medical records were not provided. After review of the product, no problem was found as they functioned as intended and assembled and disassembled multiple times. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00978.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while impacting the shell after determining it¿s appropriate connection to the handle, there was a locking effect which meant the handle could not be unscrewed and needed to be removed and another implanted from a different system. Attempts have been made and additional information on the reported event is unavailable at this time.